Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged some time in the past and had been programmed off at that time. The physician later elected to explant and replace the lead. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted the helix was retracted and stretched. Dried bodily fluid was noted past the helix mechanism and up through the lumen. The lead tip was bent between the helix housing and anode ring at a 10 degree angle. Resistance testing was completed to assess lead electrical performance. Measurements throughout the testing was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.